Event description:
It was reported that the tip of the pedicle probe broke in the pt's pedicle. The broken piece was retrieved. No further complications were reported.

Manufacturer narrative:
(B) (4): the probe was returned for eval. The probe was bent in multiple locations from approximately 35 mm to the end of the tip; approximately 20 mm was missing and not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fracture surface and no indications of fatigue were visible, suggesting failure due to bending stresses. A review of the device history records did not identify any nonconformance to specification.